Event description:
The dealer states it appears that the red positive power wire allegedly got too hot and melted through the plastic shroud used to attach the power terminals. No injury is alleged.

Manufacturer narrative:
RMA 858094913 has been initiated for this issue. Model l-4r serial number/date code (B)(4) is approximately 4 years 7 months. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. (B)(6).